Manufacturer narrative:
(B)(4).

Event description:
Procedure type: unk. According to the reporter: during preparation for surgery, the adhesive part came off the device. Device not used for pt. Used other device. A new instrument was used to complete the procedure. No pt injury was reported. No additional information or clarification available.